Event description:
It was reported that during the implantation of a 3300tfx edwards bioprosthesis, an issue occurred with the valve holder. It was communicated that "while seating the valve, the plastic holder broke. The valve was implanted in the patient and there was no problem with the implant and the patient is fine. The surgeon suspected that there may be an issue with the holder and would like it looked at." The operative report was received; however no mention of the reported issue was found.

Manufacturer narrative:
Method: evaluation of device is in progress. Conclusion: evaluation in progress. Additional manufacturer narrative: the operative report was obtained and indicated "the patient tolerated the procedure well, was transferred to cvicu in stable condition." The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards' investigation results as well as device evaluation and analysis will be reported once completed.

Manufacturer narrative:
Results: no deficiencies detected. Device evaluation: the plastic holder of the 3300tfx carpentier-edwards perimount was returned and evaluated by engineering. The device was confirmed to have broken into four pieces, as the 3 legs had broken off from the central hub. A visual evaluation of the broken legs indicated they had fractured off and there was no observation of voids, cracks, misfills, or mechanical damage at the fracture sites. A device history record (DHR) review confirmed there were no non-conformances observed during receiving inspection of the holder and manufacturing of the device. Further evaluation was initiated. Engineering performed several tests to simulate the forces the holder would have been subjected to during implant of the valve. Engineering initially applied a compressive force to the threaded hub, in order to test the general strength of the holder. The results of the test indicated a load of 17-20 lbs is required to break the holder, with only one leg fracturing; however, this test does not simulate use during implant since the legs were free to splay open. During implant, the legs are attached to the valve sewing ring preventing them from splaying outward. Additional testing was performed to include both torque of the holder and compressive forces. To perform this test, a 3300tfx valve was sewn to a test fixture and a model 1111 handle was attached to the holder. The valve was mounted onto a mts mechanical tester, which torqued the handle of the holder while applying a compressive load to the valve until breakage occurred. During testing, all three legs broke in a brittle fracture; however, there was significant damage to the valve. The large torque applied (approximately 76 in. Oz.) Distorted the device before the legs of the holder broke. In addition, the forces were applied to a valve that was mounted to a rigid plate. It would be unlikely to achieve these high observed forces on a valve implanted into a human heart without creating significant damage to the heart and injuring the patient. Per the complaint file, no injury occurred to the patient when the holder broke. Furthermore, the torque needed to break all three legs is difficult to apply by hand due to the small diameter of the handle shaft. Based on the available information, engineering cannot conclusively determine the root cause of the failure mode. It is unlikely the holder assembly was released from production with any defects. Per aortic valve holder specifications, each holder must be 100% visually examined to be free of gross distortions, cracks, voids, misfills and burns. During assembly, each holder attachment is 100% visually inspected per aortic valve holder assembly procedures for proper attachment. This observed failure mode is unique as edwards has not previously received any complaints of all three holder legs breaking during use. Therefore the frequency of this failure mode is less than (B)(4). Risk control measures consisting of material specifications and design verifications are in place to mitigate the risk. Edwards will continue to monitor for similar events.